Manufacturer narrative:
(B)(4). Unable to do an evaluation, due to the fact the product was not returned for evaluation.

Event description:
Cook medical reported for the customer, "the lead extraction was done in a hybrid room on a (B)(6) male with a 15 year old pace maker leads that were placed in the patient in 1997. Both leads (4524 atrial lead and a 5024 ventricular lead) were prepped with liberator locking stylets. An 11 fr shortie was advanced over the rv lead to approximately the mid clavicle area where the 2 leads overlap and were connected. The rv led started to unravel and the doctor decided to use the 13 fr evolution to go over both leads. He advanced the evolution beyond the fractured lead, removed the evolution and went back in with the 11 fr shortie over the ra lead. Exchanged the 11 fr shortie with a 13 fr evolution and advanced it over the ra lead into the atrium near the tip of the lead. Then the pressure dropped. CPR was given by the doctor until the surgeon arrived. Multiple tears were noted in the sub clavian, innominace and svc, veins. The patient was taken off the bypass and expired." The patient expired.